Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approximately 18cm distal to the is-1 connector pin. In this region, the suture sleeve was found broken into two halves. In addition, deformations of the outer and inner conductor coil were observed at this point and the lead body was found squeezed and the insulation was found damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to an insulation break. No adverse patient events were reported. Should additional information become available, this file will be updated.